Event description:
It was reported that during use of the iab, the pump experienced helium leak alarms and blood was noted in the gas tubing. The iab was removed and replaced without any complications.